Manufacturer narrative:
The device was sent to olympus for evaluation. Testing found no error messages and the device passed all functional tests. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center was displaying error code e315. The issue was found during a diagnostic procedure. Additional information has been requested but not yet received. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) six years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, a definitive root cause could not be determined. The device passed all tests so a probable cause could not be determined. Olympus will continue to monitor field performance for this device.